Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the ak level software latest revision, and evaluated the device. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.(B)(4)

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) became inoperable. There is no report of serious injury or death associated with this event.